Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Upon inspection, the malfunction persisted even after attempting to reset the pump. The device is scheduled to be returned, and a replacement pump with a different serial number is planned to be provided to the customer.